Manufacturer narrative:
Date sent to FDA: 7/24/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted very dense adhesions to the previously placed mesh in the abdominal wall were encountered and were carefully dissected off. Some of the bowel could not be dissected off the mesh and so the mesh was incised, cut and left to stay on top of the abdominal wall. The remainder of the mesh that had been placed intraperitoneally was then dissected off, removed and excised. Adhesiolysis was extremely difficult due to the dense adhesions. It was reported that patient had a previous hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2012 during which the surgeon noted there were a large amount of adhesions and in several places bowel was plastered to the abdominal wall. Extensive adhesiolysis was done, taking approximately two hours. It was reported the patient experienced severe pain, neuropathic pain, nausea, diarrhea, chills, inflammation and loss of appetite. Other implanted products are captured in separate files. No additional information was provided.